Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed. The clip would not fully close onto the tubing. An additional observation not reported by site that is related to the primary failure: the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.041" offset at the tips. As a result, the clip could not properly close onto the tubing during the clip test.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the medium-large clip applier instrument was unable to close properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the instrument was inspected prior to use, and no damage was noted. During the procedure, the instrument never closed properly. The surgeon attempted to use the instrument two or three times before it was changed to another. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The target tissue was small vessels. The surgeon was able to resolve the issue with another medium-large clip applier instrument.